Event description:
It was reported that the customer's blood glucose level was 85 mg/dl. Customer stated that the pump was in his pocket and the reservoir compartment is cracked. Customer reported that the damage is around the opening of the reservoir compartment. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Findings: unit received with cracked case at display window corners and battery tube threads. Unit received with broken reservoir tube lip. Unit received with missing reservoir tube lip o-ring. Unit received with severe scratches on display window and pump case. Unit received with bleeding lcd glass.